Manufacturer narrative:
Thv/tvt registry. (B)(4). The edwards sapien 3 thv, edwards commander delivery system and accessories are currently under investigational use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and regurgitation >= moderate and/or stenosis with a mean rvot gradient >= 35 mmhg. Per the instructions for use (IFU), valve malposition requiring intervention are known potential complications associated with the transcatheter valve replacement procedure (pulmonic position). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition and pvl, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, valve under-sizing and movement of the delivery system by the operator. A review of the training manual indicates ¿slow inflation during initial deployment may help with stability of the delivery system and thv during deployment¿. Additionally, ¿possible movement during initial deployment (is possible) ¿ a slow controlled inflation during initial deployment may help with stability of the delivery system and thv¿. The training manual instructs to consider post-dilation if paravalvular jets are clinically significant¿. Although the training manual does not state that a pre-stent is required, it does ¿provide a landing zone for the valve¿ and ¿helps maintain a circular configuration¿. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (fast inflation of valve during deployment and not deploying a pre-stent as a landing zone) contributed to the malposition of the valve and subsequent pvl. The deployment of a second sapien 3 valve in the correct position resolved the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a pulmonic valve replacement procedure, a 29 mm sapien 3 valve was placed in the pulmonic position. The pulmonic artery was not stented prior to the deployment of the sapien 3 valve. During valve deployment, inflation was too fast and the valve ¿shot¿ proximally and landed too ventricular. Post valve deployment, severe paravalvular leak (pvl) was observed. A second sapien 3 valve was deployed to resolve the pvl. The patient was discharged on post-operative day 1 with zero gradient and no pvl. The valves remains implanted in the patient.